Event description:
A senior clinical risk advisor reported an issue with a bio-stable 4f sl 55cm mst-70 kit. Some time after placement of the device, the PICC line tubing developed a hole in the sterile, dressed portion of the tubing; thus rendering the line ineffective. It is unknown how or when the hole occurred; however, the PICC was removed and a peripheral intravenous line (piv) had to be inserted. This inhibited the patient from receiving tpn. The patient did not experience any adverse effects or as a result of this incident.

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint of hole in extension leg was not confirmed as no product was returned for evaluation. Without receiving product for evaluation a root cause for this event cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: as noted during the review of the directions for use (dfu) that is supplied in the reported kit, the following precautions/warnings are stated: warnings: do not use if package is opened or damaged. Do not fully insert catheter up to suture wing. Do not use sharp objects to open package as damage to the device may occur. If catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair: in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).